Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has nausea and device is too hot to touch. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found unknown dust/dirt contamination present on all surfaces of the base unit, at the air inlet, at the entrance to the iso port. An internal visual inspection of the device was completed by the manufacturer and found unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. Unknown fiber contamination found on the bottom enclosure interior. Unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box. The manufacturer found there was no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 error. The manufacturer concludes contamination of dirt, dust, white dust found were external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation.